Event description:
The customer reported that the device red alarms has no acoustic output. There was no reported adverse event to the patient or user.

Manufacturer narrative:
The philips remote service engineer stated functional that testing indicate there was no malfunction found on the device.the customer could not find or reproduce the reported issue. The rse confirmed everything was working fine. The rse did state that the speaker was laying faced down in a cabinet, which leads to a small sound disturbance.the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: (B)(6).

Event description:
The customer reported that the device red alarms has no acoustic output. There was no reported adverse event to the patient or user.